Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code updated from 92 to 11. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received

Manufacturer narrative:
Fdr code corrected to (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins). It was reported that the tunneling tool broke when the healthcare provider (hcp) was pulling the extensions from the subclavicular pocket to the skull incision. The dual lead attachment head broke off the passer at the threads and lodged in the cervical neck area. The hcp used large ob forceps to retrieve the broken piece with the extensions still attached in the insert slots; this prolonged the case and led to further manipulation of the extension tunnel with larger than normal instrumentation used to retrieve the broken piece. The impedances were normal once everything was connected. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.